Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that on (B)(6) 2017 the hospital received one sealed box of product pg113m from distributor, but when they opened the box, they checked the content in it and they found that the products inside were all with codes pg133. Product was not used on a patient. No additional information was provided.

Manufacturer narrative:
The box opened of actual sample returned for investigation on visual inspection of same it has been observed that ea of pg133t4001 were physically present in the box instead of pg113t4001. As the actual sample was received in opened condition reference samples were requested from distributor for further investigation. Boxes of reference samples were visually inspected for product mix up conformation and all the boxes were found satisfactory with physical presence of product codes and lot number pg113t4001. Visual inspection of the received reference samples found with no deviation. No specific cause identified. All the units released in the markets were consumed and no complaint for product mix-up was reported from market.